Event description:
This pt has been screened twice prior to the screening performed today. The most recent screening with digitally inhanced fluoroscopy prior to today was on 6/16/95, and no indication of fracture of the atrial j-wire was noted at that time. On fluoroscopy performed today, there appears to be a break in the j-wire approx 1 cm from the anode.